Event description:
It was reported that during a gastric bypass procedure, the surgeon fired the eleventh firing on the small bowel and the staples did not form. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4): a white cartridge, ecr60w, was used on small bowel to make the first transection. No butressing was used. No noises were heard but the motor of the powered stapler. The analysis found that one device was returned in good visual condition and with one cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.